Manufacturer narrative:
The device was not returned to olympus for eval. The device repair history was not able to be reviewed because the serial number was not provided. This report will be supplemented if add'l info becomes available at a later time.

Event description:
Olympus was informed that a duodendovideoscope tested positive for klebsiella pneumonia. The duodendovideoscope was reprocessed in the automated endoscope reprocessor (aer) prior to conducting the test. The user facility has two aer's and it's unk in which one the duodendovideoscope was reprocessed. There was no pt infection associated with this report. Olympus followed up with the user facility in an effort to obtain add'l info regarding the reported event. No add'l info has been obtained.